Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump senses "syringe nearly empty" it starts a 3 minute countdown timer and infusion stops after 3 minutes whether the syringe is actually empty or not. Then the pump needs to be restarted and then it finishes the remainder of the infusion

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.